Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing hypertension. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
A dreamstation auto CPAP device was returned to a third party service center for evaluation. During the evaluation of the device, the device has no visualization of foam particles. There was no report of patient harm or injury. There was no report of medical intervention. The device was routed to scrap. There was no patient harm or injury associated with this notification and no increased risk to the intended user. This device meets ul and iec requirements for flammability. Based on the information available, no MDR will be filed.